Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received post-reset ram crc alarm. The customer¿s blood glucose level was unknown. The customer stated that the pump error occurred more than once after battery change. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error alarms noted during testing. Insulin pump was programmed with test guardian 3 link and a test plug. Insulin pump was able to locate and connect to sensor. The insulin pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.